Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the blue dilator from the left mesh leg detached outside the patient, as the physician applied pressure and attempted to pull it through the tissue with a hemostat. Resistance was noticed as the physician was pulling the sleeve and mesh leg through the tissue. The physician used another pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.